Event description:
The marketing associate stated that the customer experienced error 0010, which is a low battery and were unable to complete the procedure. The procedure had to be rescheduled for a later date. The failure was noticed in preparation for surgery. There was pt involvement, but no adverse consequences were reported.

Manufacturer narrative:
The device will not be returned to the MFR for eval.